Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead oversensed noise, which triggered inappropriate mode switches. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.